Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the doors were failed. A field service engineer (fse) identified that the door weak metal hinges were bent and causing the doors to rub on each other. Fse then used a hammer and large tools to get the doors back into alignment and it tested fine. Pharmacy technician verified operation by inventory in application without any issues. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 3, 4, 5 and 8 were failed. However, there were no delays or adverse events or injuries reported based on this event.